Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during an esophagogastroduodenoscopy performed on (B)(6), 2009 (pt over 18 yrs). According to the complainant, during the procedure, the clip would not come out of sheath as it was in duodenum. The scope was not in a retrofelx position. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire near the handle. It was also noticed that the prongs were bent and had an overbite. The clip assembly was located inside the over sheath. Functionally, the over sheath was pulled back, exposing the clip assembly and was actuated and deployed as per design. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a resolution clip device was used during an esophagogastroduodenoscopy performed on (B)(6), 2009 (male patient; (B)(6) and weight are unknown). According to the complainant, during the procedure, the clip would not come out of sheath as it was in duodenum. The scope was not in a retroflex position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4), (bound in sheath/will not advance). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).